Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by the edwards lifesciences affiliate in saudi arabia a young patient with an inspiris resilia valve model implanted in pulmonary position underwent reintervention after an unknown implant duration due to degeneration leading to insufficiency. As reported, subject device started to show unsatisfactory hemodynamics one year after implant.

Manufacturer narrative:
H11: additional manufacturer narrative: edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. Svd [structural valve deterioration] is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. The subject device was not returned and no medical records/operative reports were provided for evaluation. A DHR review is unable to be performed because no lot/serial number was provided. The inspiris resilia aortic valve, model 11500a, is indicated for patients who require replacement of their native or prosthetic aortic valve. The safety and effectiveness of the model 11500a valve has not been established for the following specific populations because it has not been studied in these populations: children, adolescents, and young adults; the cohort included in this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Based on the available information, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed, including patients age and implant position.